Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy. The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. One mitraclip xtw was implanted. On (B)(6) 2025 a single leaflet device attachment (slda) was observed during the post-procedure transesophageal echocardiogram (tee). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The patient also presented with dyspnea the mr grade increased to 3. On (B)(6) 2025 a second clip intervention was performed. A second mitraclip xtw was implanted medial to the first clip. The final mr grade was <1. Per the physician, the slda was due to the patient's thin leaflets.